Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a split was found on y site no other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a split at the y-injection site was confirmed; however, it could not be determined when or how the material was damaged. One 20g safestep infusion set with y-injection site was returned for investigation. The sample exhibited evidence of use. Residue that was consistent with tape residue was observed on the distal end of the luer adaptor and on each segment of extension set tubing. The safety mechanism had been engaged. The blue valve stem and white valve casing did not appear to be out of round or misshapen. A microscopic examination of the y-site revealed a longitudinal split across the threads. The split was close to and paralleled the knit line. Upon inserting a slip tip syringe into the y-site, the split gaped open. The length of the split was 5mm. A functional test revealed that the split allowed fluid to leak during infusion and air to enter the syringe during aspiration when the syringe was accessing the y-site. A lot history review (lhr) of asdrs0036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a split was found on y site no other information was provided.